Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the 03.120.001 lot 3229794 periarticular aiming arm was received intact. The device is in excellent condition and appears hardly used. The aiming holes are clean and fully formed no burrs are visible. Device was tested with the intended locking neutral guide mating part 03.120.014, lot 1766553 and found to engage, lock and disengage smoothly and exactly as intended. All mating holes of the device were tested 10 times with the mating guide as well and each hole. All holes functioned and engaged/disengaged as intended. It is possible that the locking neutral guide was bent or damaged but cannot be confirmed as the part was not provided. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity for this device. It is likely that the method of use existing damage to the (not available) locking neutral guide has led to this unconfirmed complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a periarticular aiming arm was pre-tested prior to surgery and it was noted that the sleeve would not go through the arm at hole number four. The problem seemed to be with the hole and not the sleeve as the sleeve went through the other holes okay and other sleeves were testing in hole number four and had trouble going through. It was reported that the device had been used many times before. There was no patient involvement in this event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.